Event description:
It was reported that the tip on the small pointer was broken off when the instruments tray was opened for a surgical procedure at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, a physical impact to the device was determined as a potential root cause for the breakage. The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that the tip on the small pointer was broken off when the instruments tray was opened for a surgical procedure at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.